Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported mitral regurgitation (mr)appears to be due to the slda, and the dyspnea and fatigue were cascading effects of the mr. It should be noted that the reported patient effects of worsening mr and dyspnea, are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mr with a grade of 3-4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, the patient returned for a follow-up visit, experiencing dyspnea and fatigue. Echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 3. A second mitraclip procedure will be performed, however the date has yet to be confirmed. The patient is stable. No additional information was provided.